Manufacturer narrative:
Medtronic received additional information that the valve was opened and never fully sutured into place as the physician decided the size was incorrect for the patient. The valve was not used and another valve was successfully implanted in its place. No adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 25 mm mitral bioprosthetic valve was implanted and explanted during the same procedure for unknown reasons. No additional adverse patient effects were reported.